Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the pump was powered on to a dim discolored display screen. The pump keypad was observed to be peeled off and missing. The contrast button was inoperable; all of the other buttons were intermittently responding. The button contacts were examined and found that the contrast button contact was missing, and contamination was observed under all of the button contacts. The audio bolus button cover was found to be torn, and the bolus button was hard to press. The button was removed and contamination was observed under the button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found a dim and discolored display screen and contamination under the button contacts. This report is made based on the results of investigation completed on (B)(6) 2015.